Manufacturer narrative:
The patient was revised to remedy a dislocation. The revision included replacing a 931-36-254 liner with a 933-36-254 liner. This revision occurred 1.3 months after the first surgery. In between the first and this, the third, surgery was a second surgery. The second surgery consisted of replacing a 425-01-008 stem with a smith & nephew stem and a 400-03-362 head with a smith & nephew head. The cause for the second revision was due to a broken femur from a fall. The cause for dislocation in the third revision surgery was not identified, no information was reported regarding patient activity, accidents or medical contraindications that may lead to or contribute to dislocation. The djo surgical IFU warns against combining devices from different manufacturers for a joint system. The surgeon combined products from djo surgical with smith & nephew. Dislocation cause was not determined with confidence. Trauma, excessive patient activity, soft tissue laxity, or possibly combined devices across different device manufacturers could contribute to dislocation.

Event description:
Patient's 1st surgery with encore medical devices was on (B)(6) 2010. Patient fell 7 broke femur 2 or 3 weeks after the 1st surgery. Patient had 2nd surgery without the knowledge of encore medical and took out our stem 425-01-008 & head 400-03-362. He replaced with smith & nephew revision stem and head. Patient then dislocated hip. The liner was swapped out in the 3rd surgery on (B)(6) 2010.